Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: please provide the lot number. Unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an gynecological procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, d4-expiration date, d4- primary UDI number, g1 -manufacturing site name and address , h4 and h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: after investigation, the lot number should update to be tm2abx. The patient was a 28-year-old female who underwent gynecological surgery in hospital on (B)(6) 2024 (the specific patient diagnosis and surgical name were unknown). The surgeon used vcp345h for uterine tissue sewing (the specific sewing tissue and suturing method were unknown) during the surgery. The suture broke during sewing. The surgeon immediately replaced a new suture (the specific product information was unknown) for sewing again. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery for about half an hour. No subsequent adverse event report was received.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: breakage suture. This case is from health authority. It was reported that the suture was broken when the surgeon attempted to sew uterus. Changed another one to complete the surgery. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: event date should be march 26, 2024 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one needle suture piece that pertained to the product code vcp345. During visual inspection of the returned sample, the end of the suture was noted to be cut, probably caused by a surgical instrument. Additionally, the suture was observed fraying at the end of the suture. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.